Event description:
The customer stated that an initial positive architect cmv igg result of 19.9 au/ml was generated by the architect i2000sr analyzer. The sample was repeated in duplicate and both results were 0.3 au/ml (negative). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed an initial elevated patient result when testing with architect cmv igg, list number 6c15-25 of an unknown lot number on their architect i2000sr analyser. An initial positive result of 19.9 au/ml was obtained. The sample was retested in duplicate with both results generating negative results of 0.3 au/ml. No patient sample or reagent were available for investigation. Service replaced a leaking 100 ul trigger pump to resolve the issue. Customer complaint data was reviewed and no non statistical or adverse trends were identified related to the complaint issue. The architect cmv igg reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.